Manufacturer narrative:
Additional information: it was later confirmed that no in stent restenosis or stent thrombosis occurred in the onyx frontier stent. There was an optimization of the rca stent plus a pci of the remaining vessels. There was no device issue or adverse event associated with the onyx frontier device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure, one onyx frontier drug eluting stent (des) was implanted in the proximal right coronary artery (rca). One export advance aspiration catheter, one zuma guide catheter and one euphora rx balloon catheter were also used during the index procedure. Approximately 2 days post-procedure, the patient had a planned to return to the lab post st-elevation myocardial infarction (stemi) which revealed in stent restenosis. Stent thrombosis was confirmed by the angiogram in the onyx frontier des. Both in stent restenosis and in stent thrombosis occurred. A clinically driven revascularization was performed in the target lesion, the proximal rca using a drug eluting stent. De novo lesions in a non target vessel were also treated, the prox lad and prox cx. Two onyx frontier drug eluting stents, two euphora balloon catheters and three nc euphora balloon catheters were used during the revascularization. The patient was hospitalized. The patient was taking dual antiplatelet therapy within 24 hours prior to the event. The patient has recovered. The sponsor conservatively assessed that both the in-stent restenosis and stent thrombosis were related to the onyx frontier stent.